Manufacturer narrative:
Block h6: imdrf device code a0401 captures of the reportable investigation finding of catheter guide break. Block e1: initial reporter facility name: (B)(6) hospital of integrated traditional chinese and western medicine; reported here as the name of the city exceeded character limit for the designated field. Initial reporter city: (B)(6); reported here as the name of the city exceeded character limit for the designated field. Block h11: investigation results: based on the available information, boston scientific confirmed the reported event of stent failure to deploy. It was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states: to deploy the stent, loosen the tuohy-borst adapter slightly and pull on the guide catheter luer-lok hub and guidewire. Hold the outer positioner stationery, while gently retracting the inner guide catheter and guidewire. Endoscopically monitor the stent position. Warning: if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed. The investigation concluded that the instructions for use weren't followed, this is most likely the reason why the stent wasn't able to be deployed because one step was skipped in the procedure, the guidewire was inside the patient during the attempted deployment. Returned device analysis additionally identified a torn push catheter suture hole. This condition may be associated with increased resistance or force applied during the deployment attempt, potentially related to procedural technique or anatomical tortuosity. The torn suture hole may have resulted in the suture becoming trapped, contributing to failure of stent deployment. Additionally, kinking of both the guide catheter and push catheter was observed. These findings, along with partial detachment of the guide catheter, are considered to be secondary to mechanical stress applied during the deployment attempt. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: a flexima biliary stent was returned for analysis. Visual examination identified that a portion of the proximal end of the guide catheter was missing, it had detached. In addition, both the guide catheter and the push catheter were kinked. Microscopic evaluation revealed a tear at the suture hole of the push catheter. Media analysis was performed on a provided photograph by the customer which showed the device labeling information. No other findings or damages were observed on the device. Labeling review: a labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use (IFU)/product label. Risk review: a risk review was completed and confirmed that the event of catheter guide detached/separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that two flexima biliary stents were attempted to be implanted into the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During procedure, both stents were unable to be deployed normally. The procedure was completed using a third one of the same device. There were no patient complications reported as a result of the procedure. Note: it was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states: to deploy the stent, loosen the tuohy-borst adapter slightly and pull on the guide catheter luer-lok hub and guidewire. Hold the outer positioner stationary, while gently retracting the inner guide catheter and guidewire. Endoscopically monitor the stent position. Warning: if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed. The physician did not follow the steps cited in the IFU. Note: this event has been deemed reportable based on the investigation finding that one of the stent's guide catheter was detached. Please see block h11 for full investigation details.